Event description:
It was reported to boston scientific corporation that the during a procedure using an uphold vaginal support system, as the physician went to insert the mesh and pulled on the leg assembly, the entire leg assembly, from the sleeve down, pulled off completely from the mesh body. Reportedly, nothing fell loose inside the patient; the physician was holding onto the leg assembly when it detached. The physician removed this device from the patient and completed the procedure with another uphold vaginal support system with no complications to the patient, who was fine at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that the during a procedure using an uphold vaginal support system, as the physician went to insert the mesh and pulled on the leg assembly, the entire leg assembly, from the sleeve down, pulled off completely from the mesh body. Reportedly, nothing fell loose inside the patient; the physician was holding onto the leg assembly when it detached. The physician removed this device from the patient and completed the procedure with another uphold vaginal support system with no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned mesh assembly revealed that the dilators were missing, and the leg assemblies were twisted. The capio device was not returned for evaluation. The cause for this event could not be determined.